Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR for part number: 960781, batch number: 210269 was reviewed. No deviations or anomalies were found.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to femoral component was loose. The taper between the femoral adapter and femoral sleeve had been disengaged. Doi: (B)(6) 2021 (tibial insert), (B)(6) 2012 (femoral, femoral adapter and femoral adapter bolt), dor: (B)(6) 2021, right knee.